Event description:
It was reported that an alert/notification setting occurred. On (B)(6) 2024, the patient experienced lightheadedness and lost consciousness while driving, resulting in a motor vehicle accident that totaled the vehicle. At the time of the incident, the patient was unaware of her blood glucose (bg) levels, and her receiver, which was stored in her purse, did not alert her. Emergency services (911) were called, and the patient was transported to the emergency department (ed). Imaging in the ed revealed a fractured sternum. She also presented with bruising and swelling. During her ed stay, her bg was recorded at 39 mg/dl. She was treated with orange juice and crackers and discharged later that evening around 11 pm with pain management medication. Following her discharge, the patient was admitted to encompass rehab center the next day, per her physician¿s recommendation. She stayed at the facility for 12 days and participated in both physical and occupational therapy to support her recovery and improve mobility. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.